Event description:
Note: the date of event is unk. It was reported to boston scientific corp that a radial jaw 3 single-use biopsy forceps was used during a biopsy procedure. According to the complainant, the jaws of the device would not close properly. This was realized while testing prior to use on the pt. The procedure was completed with another radial jaw 3 single-use biopsy forceps. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (4)- other (won't close).the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B) (4).